Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third party service center visually inspected the device. During evaluation, there was secondary findings of corrosion on metallic surfaces. This incident has been deemed not reportable due to corrosion on metallic surfaces only. The device was scrapped.

Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected and scrapped during the evaluation of the device at the third-party service center. There is corrosion on metallic surfaces. The power connector of the unit is corroded and destroyed, and the unit cannot be powered on to collect errors, log machine hours, error code numbers, and the software version. The device has been dispositioned per fc 16-700-626. There is also dust/dirt contamination inside the device. There is no mention of foam degradation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device was evaluated by a third party service center.